Event description:
The nurse said they had four more injuries that were similar. She stated there were some shoulder injuries and mid and lower back injuries.

Manufacturer narrative:
The account would not release info regarding the severity of the injuries. The technician reported that he in-serviced the hospital staff. In addition the technician said that all the toppers have all been replaced.